Event description:
The customer reported that the system intermittently had no power to the monitor cart. This would result in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and replaced a cable. The system operates as intended.